Event description:
It was reported via repair work order that the litter came off of the jack due to a heavy weight placed on the head end of the unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.